Event description:
The hcp reported the pt had been experiencing increased pain. At the pump refill the actual reservoir volume was 18ml and the estimated reservoir volume was 3ml. A follow up report will be sent when additional info is received.